Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reports to have received a failed battery test during bolus delivery. Customer's blood glucose was 66 mg/dl. During troubleshooting, it was found that battery contact, compartment and spring were not missing, corroded, or damaged. Troubleshooting could not be completed as customer was eating and needed to buy new batteries. Customer was advised to monitor insulin pump and battery cap would be replaced as a courtesy. No further info provided.